Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a CT myelogram on (B)(6) 2017 and was seen by the physician on (B)(6) 2017 for a follow up visit. Lab work was ordered and on (B)(6) 2017 the patient was seen by the physician and antibiotics were prescribed due to a suspected infection and pus was present at the thoracic lead incision site where the dye from the myelogram injection was administered. Follow up information identified the lab work continues to show an infection. The patient will remain on antibiotics and will be monitored by the physicians.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-08788. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system explanted. The area around the lead was irrigated and the physician stated the infection appeared to be contained to the thoracic lead incision site. The patient will continue antibiotics. Further follow up information identified the patient continues to have the wound vac in place and will continue on antibiotics and will be referred to a wound care for further treatment.